Manufacturer narrative:
H2: additional information received. E3 has been updated. D10/h2/h3/h6: the kit svc bi71000319 dongle can usb to 9pn and the kit svc o2 bi71000571 mvs dvd upgrade were returned however analysis has not been completed at this time. Codes 4118, 3233 and 11 are applicable. Part return provided the lot number of the kit svc bi71000319 dongle can usb to 9pn. Lot: rev. 2 : s/n(B)(6) . Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: the mobile viewing station (mvs) dvd and dongle and was returned to the manufacturer for analysis. Dvd dr passed bench test. The dvd drive was installed in a computer, run virus scan disc and it passed. It was able to open and read cds. Visual inspection confirm damage insulation but no visible wire showing. Installed dongle can to 9pin in o-arm system c1416. The system initialized. Motion, generator communication and charging readied. 2d and 3d imaging passed. The hardware investigation found that the reported event was related to a hardware issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: bi71000319. A manufacturer representative went to the site to test the equipment. It was reported that the black mvs monitor issue could be reproduced. Manufacturer representative tried changing the external dvd drive and was still able to reproduce the issue. When the 9 pin canbus converter was disconnected from the mobile viewing station (mvs) server the mvs would boot up probably. The canbus converter was replaced. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system that was used outside of procedure. It was reported that the mobile viewing station (mvs) was reportedly not powering on. It could not be confirmed whether the green line in power light was on. No patient present.